Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without a low battery alert and shut off. Customer stated that the batteries are draining within 24 hours to a week. The alarm history showed the off no power alarm on (B)(6) 2015 and last low battery alert was on (B)(6) 2015. The customer did not wasn't to remove the battery cap to inspect for damage. The customer was advised the battery cap would be replaced, to monitor the device and call back if issue persists.